Event description:
It was reported that a cholecystectomy procedure was performed, and the procedure went well. The next day the patient had an MRI and everything looked fine. The patient was sent home and two to three days later the patient was sick and returned to the hospital. Another MRI was done and a clip was open and the patient had a leak. The account called originally wanting to know if an MRI would separate the clip. There is no additional information available about the patient condition, or how the leak was fixed. This information was a third party conversation. The device is not available for return. Ees followed up with the account after the initial report was submitted, and the following was received; the radiologist on the case indicated the patient was okay, but no additional information is available. The contact attempted to obtain the surgeon's contact information and first name, but was unsuccessful.

Manufacturer narrative:
Date sent: 10/26/2009. Device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.